Manufacturer narrative:
This is the same event 3010536692-2016-00575. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complications: increasing pain, elevated cobalt chrome and chromium in her blood and in addition, inflammation around this total hip arthroplasty was visible on a bone scan. During revision surgery: a large amount of fluid was expressed. It was noted a metallic staining within the neck and on the head. There was significant trunnionosis with severe metal ion reaction at the ball and head neck junctions. Representative pictures were obtained of this. (Right).